Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The target lesion was located in the ostium of the calcified mid left anterior descending artery (lad). The lesion was predilated using a 2.5x12mm balloon. The physician advanced a 20x2.5mm taxus liberte' drug eluting stent to mid gad but was unable to cross the lesion. The stent was not deployed and uponwithdrawal of the stent delivery system it was noticed that the stent struts were destroyed. The procedure was completed with another device. There were no patient complications and the patient was reported in good condition. The patient received plvix following the procedure. This product is only ous approved but it is similar to a marketed us device.